Event description:
It was reported that stent dislodgement occurred. The patient was diagnosed with fibrosis mediastinitis with pulmonary artery stenosis. Intervention was performed under local anesthesia. A bsc 0.035 guidewire was placed in the pulmonary artery lesion site, followed by an 8f access catheter. After pre-dilatation was performed with a balloon, a 9.0x40x135 cm express ld stent was advanced for treatment. The stent dislodged during delivery, and the physician used a snare to perform multiple grasps before withdrawing it out of the body. The procedure was not completed. The patient remained stable during the procedure. There were no patient complications.

Event description:
It was reported that stent dislodgement occurred. The patient was diagnosed with fibrosis mediastinitis with pulmonary artery stenosis. Intervention was performed under local anesthesia. A bsc 0.035 guidewire was placed in the pulmonary artery lesion site, followed by an 8f access catheter. After pre-dilatation was performed with a balloon, a 9.0x40x135 cm express ld stent was advanced for treatment. The stent dislodged during delivery, and the physician used a snare to perform multiple grasps before withdrawing it out of the body. The procedure was not completed. The patient remained stable during the procedure. There were no patient complications. It was further reported that the stenosis was severe.

Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR.: an express device was received for analysis. A visual and microscopic examination identified that the stent had completely detached from the device. The detached stent was not returned for analysis. A microscopic examination identified that the stent of the device had completely detached from the balloon catheter. There was no evidence indicating that the balloon had been inflated. No issues with the balloon material were noted that could potentially have contributed to the complaint incident. Stent crimp marks were clearly evident on the balloon material. A visual and tactile examination identified a shaft separation located approximately 1270mm proximal of the proximal balloon sleeve. As there is no evidence of stretching it can be suggested that the shaft had been dissected and the hub/manifold removed from the device. It is not known why the manifold was removed. The manifold was not returned for analysis. No other issues were noted with the shaft of the device. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. This concludes the product analysis.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent dislodgement occurred. The patient was diagnosed with fibrosis mediastinitis with pulmonary artery stenosis. Intervention was performed under local anesthesia. A bsc 0.035 guidewire was placed in the pulmonary artery lesion site, followed by an 8f access catheter. After pre-dilatation was performed with a balloon, a 9.0x40x135 cm express ld stent was advanced for treatment. The stent dislodged during delivery, and the physician used a snare to perform multiple grasps before withdrawing it out of the body. The procedure was not completed. The patient remained stable during the procedure. There were no patient complications. It was further reported that the stenosis was severe.